Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Based on the quality investigation, a section of the bur fragment was lodged inside the drill attachment. The device could not be repaired. The cause of the breakage is unk and will continue to be investigated.

Event description:
It was reported that during a cervical procedure, a bur broke inside a drill attachment. No bur fragments fell into the surgical site, so there was no effect on the pt. The procedure was completed without any delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.